Event description:
Patient was undergoing a robotic ventral hernia repair with mesh. While suturing the mesh to the abdominal wall, the davinci megasuture needle driver internal cable snapped, rendering the instrument non-functional.